Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device performed a sudden reboot during use. The ventilation resumed with previous settings after completion of the reboot sequence autonomously; no patient consequences have been reported.